Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00252.

Event description:
It was reported that this was a tibial accident related to deformity/sclerotic bone - surgeon wanted to use robot for planning. Surgeon perforated anterior tibia with 75mm stem and was discovered in post op x-ray. Surgeon felt posterior slope on tibia was wrong on primary operation. A revision surgery was performed to replace tibial construct - removed mc bearing, f tibial tray and 75mm stem, recut tibia and slope added and replacement with new but same size mc bearing, f tibial tray, 75mm stem and 2 10mm augments. No further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no devices or photos were received; therefore, the condition of the components is unknown. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Per the package insert 87-6204-022-23 (persona- the personalized knee system) associated with this product, it is stated do not use components and/or instruments from other knee systems unless expressly labeled for such use. However, in this case persona primary implants were used with persona revision system which is not a marketed combination to be used and hence the root cause is attributed to user error/off label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.